Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.1, h.3, h.6 device evaluation: visual analysis of the returned device identified; broken shell, underweight. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.